Event description:
Reportedly, during the follow-up performed on october (B)(6) 2012, parameters were reprogrammed successively: ddd at 70 min-1, ddi at 40 min-1 then ddi at 30 min-1. A sensing test was then performed. ¿first interrogation¿ was chosen to program the initial settings. However, in tachy parameters screen, it was observed that the atp2 feature was changed from 2 ramp to 3 ramp. An explantation is required.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.